Event description:
While one of our nurses was working in the o.r. Preparing for the first case of the day, she said that she smelled smoke. Upon further investigation, she noticed that a gaymar fw600 fluid warmer in the room was smoking and starting to catch fire. The unit was unplugged form the walland the anesthesia surgery techs were called to remove the unit and take it to their shop area. When the warmer was picked up, it was not burning, only smoldering and there was fluid noticed on the floor directly below the warmer.